Manufacturer narrative:
Results: there was no visible damage the px slim. Conclusions: evaluation of the returned px slim revealed no visible damage. Further evaluation of the returned px slim revealed that the returned pc400 was preloaded into the hub of the px slim. During the functional test, the px slim was flushed and the pc400 was advanced through the px slim and out of the distal tip without an issue. The pc400 was returned proximal to the px slim, not stuck within its lumen. If the rhv is overtightened, resistance may be experienced when attempting to advance the embolization coil. Furthermore, evaluation of the returned pc400 revealed that the pusher assembly was kinked. This kink was likely incidental to the reported issues and may have occurred due to packaging of the device for return to penumbra. Penumbra coils and catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00130.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-00130.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra coil 400s (pc400s) and a px slim delivery microcatheter (px slim). During the procedure, while advancing a pc400 through the px slim, the physician experienced resistance and the pc400 became stuck. Therefore, the px slim and pc400 were removed. The procedure was completed using a new px slim and pc400. There was no report of an adverse effect to the patient.